Event description:
An eye care professional reported to a company sales rep that an unspecified patient had been treated for a corneal ulcer associated with wear of focus night & day contact lenses. Several requests have been made for additional information, however no further information is available.